Event description:
In (B)(6) 2015, the patient underwent an ifuse si joint arthrodesis where three ifuse implants were placed. The patient complained of leg numbness after the initial surgery. A CT scan confirmed that the most superior implant had breached the neuroforamen. One week after the initial surgery, the surgeon performed a revision surgery where he removed the breaching implant. There has been no update on the patient's condition yet.

Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause for the complaint is a malpositioned implant impinging on the nerve root. Part numbers, lot numbers, manufacturing dates and expiration dates: ifuse implant, p/n 7055-90, lot# i0a66, manufactured 08/14/14, expires 2019-08; ifuse implant, p/n 7045-90, lot# i0a25, manufactured 08/23/14, expires 2019-06; ifuse implant, p/n 7040-90, lot# i0895, manufactured 07/28/14, expires 2019-02.